Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned. Analysis of the device revealed that coil delivery wire was kinked and broken, main coil was kinked. During the functional test, it was found that the main coil could not be re-sheathed due to delivery wire being severely kinked and broken. Based on the review and analysis of available information it is most likely that the delivery wire kinked and broke due to handling of the device during the clinical procedure and it is possible that the main coil kinked while it was being pushed through or removed from a microcatheter with excessive force.

Event description:
During the analysis of the returned device, it was found that coil delivery wire was broken. No clinical consequences reported to the patient.